Event description:
This complaint was created due to the receipt of a medsun report (4401610000-2023-8006) received on 28jul23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-200a vcare 200a - small. This was reported as a product problem not an adverse event. The report states that on 3jul23 during a laparoscopic hysterectomy ¿a small vcare plus was opened. When attempting to manipulate and move uterus the handle was noted to be spinning around. The manipulator was not able to be used because the handle was not secure. The vcare plus was removed from the surgical field and another vcare plus was obtained. The procedure was completed. No untoward patient affect.¿ there was injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 88 reports, regarding 101 devices, for this device family and failure mode. During this same time frame 573,504 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 28jul23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-200a vcare 200a - small. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2023 during a laparoscopic hysterectomy ¿a small vcare plus was opened. When attempting to manipulate and move uterus the handle was noted to be spinning around. The manipulator was not able to be used because the handle was not secure. The vcare plus was removed from the surgical field and another vcare plus was obtained. The procedure was completed. No untoward patient affect.¿ there was injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.